Event description:
Report 1 of 2. It was reported that when using the bd preset¿ arterial blood collection syringe, the cannula on the syringe broke and leaked from the crack. No patient impact. The following information was provided by the initial reporter: "during the process of drawing blood from the patient, the nurse discovered that there was a problem with the connection between the needle of the arterial blood collection device and the blood gas analyzer. The syringe broke and blood leaked from the crack".

Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2350186. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to cracked / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked / leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
E.1. (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that when using the bd preset¿ arterial blood collection syringe, the cannula on the syringe broke and leaked from the crack. No patient impact. The following information was provided by the initial reporter: " during the process of drawing blood from the patient, the nurse discovered that there was a problem with the connection between the needle of the arterial blood collection device and the blood gas analyzer. The syringe broke and blood leaked from the crack. "